Event description:
Additional information received reported perioperative antibiotics were administered. The date of onset/diagnosis of the infection was not provided. The last refill had been (B)(6) 2014. The patient did not have meningitis. As for other information of importance it was reported the patient had a metabolic issue. The patient had hyponatremia and was unable to tolerate the infusion rate/dose and as a result dose adjustment occurred. The daily dose of dilaudid had been 16.464mg/day at a concentration of 50mg/ml with a start date of (B)(6) 2014. The pump was then placed to minimum rate, 0.312mg/day and now was 2.404mg/day. In terms of how the patient was now doing, it was reported the patient had not recovered and their symptoms/issue were ongoing. The dilaudid was changed to morphine and it was reported "planned infusion (B)(6) 2014". No further information was provided.

Event description:
It was later reported that, following the previously reported pump replacement on (B)(6) 2014, the old drug was put into the new pump. The concentration of the drug was too high. The dose was decreased to the lowest simple continuous rate. The patient had a couple of overdose episodes. The last episode occurred a couple of weeks prior to this report. At the time of this report, the pump was programmed to minimum rate mode and the healthcare provider (hcp) was going to do a system contents removal procedure. At the time of this report, the device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant: product ID 8703w, serial# (B)(4), implanted: 1999-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a change in therapy and overdose had occurred. There was a return of the patient's symptoms. The patient reportedly had multiple admissions to the hospital. At the time of report, the patient was admitted to (B)(6) medical center and needed to have the pump adjusted. The issues began when the patient reportedly experienced multiple issues of getting overmedicated after pump replacement surgery on 2014-(B)(6). It was noted that the medication was adjusted four times and the patient went home and still had issues with overmedication. The patient was reportedly unconscious and had to be rushed to the nearest hospital on about 2014-(B)(6). A manufacturer's representative was called and helped find out who was able to come in to recalibrate the pump again to a lower dose which was done. It was noted that basically they said they were going to shut it off but they couldn't shut it off without taking it out of the patient's body. It was noted that the patient could not go through another surgery as he was very sick. The patient was then discharged to rehabilitation for two weeks and then they sent the patient home on 2014-(B)(6). The patient got very sick at the rehabilitation center. The day after being released from rehabilitation, the patient coughed up blood. An ambulance took the patient to (B)(6) and admitted the patient into intensive care with an infection (sepsis, pneumonia) and hypotension. The patient was then moved to the infectious disease wing of the hospital and was stabilized. The pump was reportedly at the lowest dose that the patient could have. The pump was reportedly lowered so much so that the patient was in pain. It was noted that the patient wanted the dosage calibrated up again slowly and cautiously so as to not have a repeat incident occur. It was noted that the reason the patient was overmedicated from the beginning was because the old pump was "worn out" and the patient wasn't getting a large dose of medication with previous pump (refer to manufacturer report # 3004209178-2014-11775 for previous pump issues). It was noted that the current healthcare providers (hcps) at (B)(6) felt that the patient was getting dilaudid and should not be having any pain. The pump was reportedly infusing dilaudid.